Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the wocnext2026 conference, while working at the bd booth, a customer mentioned a potential product complaint. The customer was identified, a woc; however, contact information was not obtained. It was stated that a patient rolled onto the suction tubing while using pure wick male (product# pwm030), which resulted in a pressure injury. Additionally, another patient had the suction tubing positioned on the abdomen while using pure wick flex (product# pwf030kx), which also resulted in a pressure injury.